Event description:
During surgery when opening a sterile package of gamma3 3125-1180s the inner protective foam was stuck to the paper fold. It use to be detached when opening the package. On the inside of the foam the set screw was stuck resulting in falling on the floor. The scrub nurse opened a new package and continued the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.